Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead impedances were going all over the place, and sometimes is going greater than 3000 ohms. The patient was reportedly in chronic atrial fibrillation. This cardiac resynchronization therapy defibrillator (crt-d) is connected to the ra lead from another manufacturer. Technical services suggested some troubleshooting options. The field representative was going to discuss the options with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.